Event description:
It was reported that during an endoscopy procedure that stent migration occurred. Male patient, presenting with a grade 3 dysphagia due to a 10 cm adenocarcinoma tumor in distal 3rd of esophagus above ge junction causing a circular 100% occlusion. No recent history of radio or chemotherapy. Patient had been sent to dr for an esophagectomy, but the anesthetist decided age was a contraindication for surgery, especially that liver metastases were detected. The patient was therefore indicated for palliative stenting, and a wallflex esophageal 23x150mm stent was placed two days later, within the bsc study. Placement was performed without problems despite a tight stricture (9mm fibroscope passed with difficulty). Patient complained from pain for 10 days following stenting, but not important enough to call for additional medical treatment or intervention. Patient resumed normal feeding, with anti-reflux medication prescribed (nexium). No complaints nor adverse events were reported at the 1 month visit. The patient called the physician complaining from dysphagia symptoms two months later. He was examined three days later (day 63 post-stenting). A barium swallow was done and showed migration of the stent into the stomach. The stent could not be retrieved immediately due to the patient having taken aspirin, a contraindication for immediate endoscopic stent removal (hemorrhagic risk). The patient was hospitalized for reintervention to remove the stent. The wallflex esophageal stent was easily removed and a large diameter non-bsc (choo) stent was placed with 3 clips to maintain it in place to avoid repeat migration in that old palliative patient. Patient therefore discontinued from the study at that date, doing well at present.

Manufacturer narrative:
Visual examination found no issues with the profile of the stent, it was fully expanded, fully intact and measured the correct dimensions for this product code. Device analysis confirmed that the returned stent was fully expanded, fully intact and of the correct dimensions for this product code. The exact cause of the complaint reported is therefore unknown. Stent migration is listed in the dfu as a potential post-stent placement complication.